Manufacturer narrative:
Manufacturer's investigation conclusion: the reported twists and kinks in the patient¿s modular cable was confirmed through evaluation of the submitted image; however, a specific cause for the observed damage could not be conclusively determined through this evaluation. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to have contributed to an electrical issue as no alarms were reported by the customer, and review of the submitted log files under the pump investigation did not indicate a potential issue with the modular cable. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. It was later reported that the patient¿s modular cable was exchanged, but the damaged cable was not returned for evaluation. The patient remains ongoing on left ventricular assist system (lvas) support with no further related issues reported at this time. There were incidental findings of discoloration of the modular cable controller connector and inline connector bend reliefs, and discoloration of the modular cable outer jacket. The relevant sections of the device history records for modular cable lot number 8906164 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to volume overload. The patient was sad to be stable with no alarms. It was noted that the modular cable of their driveline was extremely twisted and kinked. Log files were submitted for review and captured 126 pulsatility index (pi) and a single low flow flag 26jan2026. These events were considered to be routine. There were no other unusual events recorded in the log file event history. The modular cable was exchanged.